Manufacturer narrative:
The reported event of channel error 354.6770, syringe module during pm's file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported an increased number of syringe modules with pressure sensor board failures during patient use. During a tpc site visit it was stated that the syringe module will fail with a displayed channel error code 354-6770 on the pcu. The customer stated the only 'fix' for the channel error was to replace the pressure sensor board. There was no report of patient harm.